Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose of 460 mg/dl. The customer treated herself with a bolus. Troubleshooting for high blood glucose found the customer was fatiqued, seeing black spots, and dizzy. Troubleshooting for the insulin pump found insulin was able to exit from the tubing and the customer's settings were correct. The customer was advised to change their infusion set and reservoir. No additional information provided.